Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-physiologic over-sensing, far field r-wave (ffrw) over-sensing, non-capture, high undefined impedance and suspected fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.